Manufacturer narrative:
The distributor field service engineer addressed the reported event. During servicing, the distributor engineer adjusted the spec. Diluent position for the z-axis in the diluent port. The distributor engineer then ran the sample again with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 02-mar-2018 through aware date 02-apr-2019. There were no other similar complaints found during the searched period. The aia flag chart states the following: ns flag (no sample) flag indicates that sampling failed due to no sample (container) present. The resolution states the "check sample tube/cup and reschedule assay operation". The most probable cause of the reported event was the diluent tip was out of alignment at the spec.diluent position.

Event description:
A customer reported to the distributor that samples are not aspirated intermittently on the aia-900 instrument. The customer stated that when the issue occurred, they experienced an ns flag. The customer opened the cover and ran a test to check the instrument's functionality and found that the diluent tip was crashing over the diluent port. The instrument was down. A distributor field service engineer (fse) was dispatched, which resulted in delayed reporting of luteinizing hormone (lhii), follicle-stimulating hormone (fsh), and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting of patient results.